Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose lately due to bent cannulas. It was mentioned that the customer was hospitalized with ketones and high blood glucose of 20mmol/l. The customer stated that the cannula was bent, and they discovered when it was removed. I was also mentioned that the customer felt that she did not get a no delivery alarm. No further information was provided.